Event description:
It was reported the right ventricular (rv) lead had loss of capture with pauses observed on telemetry monitor during post implant observation period. There was a high threshold for the rv lead. A lead micro-dislodgement or connection issue was suspected, but x-ray had no evidence of lead dislodgement. A temporary pacemaker was placed. At the beginning of the lead repositioning procedure it was also verified the lead was secured properly in the connector. During the repositioning procedure the rv lead was damaged by a blade so the lead was explanted. Another rv lead was attempted, and after repositioning several times the lead impedances remained on the high side. The rv lead was removed and a new lead was implanted. Also, to rule out a header or device malfunction the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was also reported the attempted rv lead had elevated thresholds. Following the lead replacement procedure the patient remained hospitalized for a hemothorax requiring a chest tube. The patient was discharged ten days after the procedure. No further patient complications have been reported as a result of this event. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the right ventricular (rv) lead had loss of capture with pauses observed on telemetry monitor during post implant observation period. There was a high threshold for the rv lead. A lead micro-dislodgement or connection issue was suspected, but x-ray had no evidence of lead dislodgement. A temporary pacemaker was placed. At the beginning of the lead repositioning procedure it was also verified the lead was secured properly in the connector. During the repositioning procedure the rv lead was damaged by a blade so the lead was explanted. Another rv lead was attempted, and after repositioning several times the lead impedances remained on the high side. The rv lead was removed and a new lead was implanted. Also, to rule out a header or device malfunction the device was explanted and replaced.